Event description:
It was reported that the patient presented with discomfort at the pacemaker's insertion site. The pacemaker was explanted. The patient was stable, and will continue to be monitored.

Manufacturer narrative:
The reported event was device explant due to discomfort. Visual and interrogation analysis found no anomalies.